Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred at the initiation of treatment. The leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. A new system was strung and the pt completed their treatment without further issue. Pt had no ill effects. Sample is available.